Manufacturer narrative:
A2: unk. A3: unk. A4: unk. A5: unk. A6: unk. B3: unk. D6a: unk. D6b: unk. H6 - work order search: no similar complaint was reported for units within the same lot. Claim (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -16.00/+3.0/109 (sphere/cylinder/axis), into the patients eye. The lens was removed due to the leading right footplate had a small tear. Additional information has been requested but none has been forthcoming.